Manufacturer narrative:
Date of event: date is approximate. Other applicable components are: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 31-oct-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a surgical scheduler via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient required a lead revision. The surgical scheduler had reported that the patient had a fall, no further details were available. Diagnostics/troubleshooting were unknown. A lead revision was scheduled for (B)(6) 2019; as such, it was reported that the issue was not resolved at the time of the report. No further complications were reported or anticipated.